Event description:
A past high blood glucose event was reported by the customer, with the specific highest level displayed as "high" and the suspected cause unknown. The customer resolved the high blood glucose by administering a correction injection via multiple daily injections (mdi). Technical support recommended consulting with a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer agreed to this advice.